Event description:
Central line dressing kit was opened by nurse for use. Chloraprep 3.0 ml (orange tint) was missing from the kit.the staff did obtain another kit with all the components. Staff have not reported having other events like this. The manufacturer was notified and given the information from the label. The kit was not available for return.